Event description:
Homepump device model # c125050-a did not deliver volume of solution (claforan 12g/125ml sterile water) in 24 hr period. 50ml residual volume was noted after 24 hrs of infusion. Pt rec'd underdose of medication.